Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint cc# (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 "the novasure was placed without difficulty but the cavity integrity assessment (cia) failed. A hysteroscopy confirmed a uterine perforation. The patient was scheduled for a laparoscopic tubal sterilization and the uterine fundus was examined during the procedure. There were two perforation sites on the uterine fundus at a distance that was identical to the measurement on the width dial during the novasure seating". The physician "believes that the tips of the novasure device perforated the uterine fundus during placement and seating". The physician cauterized the perforation and the patient was discharged home.